Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (service code 204) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the belt connector was physically damaged. The cause of the test failure was the damaged belt connector. The root cause for the damage is excessive force. The root cause of the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it caused a service code 204 (belt/monitor unusable).